Event description:
Reported event of "band malfunction" as stated in journal article, "conversion of failed laparoscopic gastric banding to gastric bypass as safe and effective as primary gastric bypass in morbidly obese pts". Wouter w. Te riele, md, et al, surgery for obesity and related diseases 4 (2008) 735-739. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 12/30/08. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."